Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - health effect clinical code 4581: significant reduction of irido-coneal angels. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -10.0/1.0/109 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was explanged due to significant reduction of irido-corneal angles and excessive vault on (B)(6) 2023. In a second surgery on (B)(6) 2023 a shorter length lens was implanted. This resolved the problem. Cause of the event is reported as other: sizing issue.

Manufacturer narrative:
A2 dob: (B)(6) 2023 corrected to (B)(6) 1995. B3 - date of event: 31-mar-2023 corrected to 31-aug-2023. H6 - health effect - impact code: 4627-4629 corrected to 4629 in itiall MDR. Claim # (B)(4).